Event description:
One falsely elevated troponin (tnih) test result was obtained for one patient sample from an atellica im 1300 analyzer. The initial test result was not released to the physician(s). The same sample was repeated twice on the same analyzer with lower test results being obtained. The repeat test results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that one falsely elevated troponin (tnih) test result was obtained for one patient sample from an atellica im 1300 analyzer. There was an s14 sample probe (sp) pressure sensor detected low pressure error was posted to the instrument alarm log. The error indicates the pressure went too low when aspirating a replicate for the indicated sample, indicating insufficient sample volume in the tube. Siemens is investigating.

Manufacturer narrative:
The initial MDR 2432235-2022-00125 was submitted on 28-apr-2022. Additional information (07-jun-2022): siemens reviewed the available information and concludes the low pressure error did not occur on sample ID (B)(6). Pre-analytical variables that may affect the quality of the sample cannot be ruled out as a contributing factor to the event. The cause of the falsely elevated troponin (tnih) test result is unknown. The analyzer is performing within specifications. No further evaluation of the analyzer is needed. Section h6 adverse event problem codes were updated.